Event description:
New information confirms lead dislodgement into the right atrium was confirmed by imaging.

Manufacturer narrative:
Related manufacturer report number: 2017865-2024-73637.

Event description:
Related manufacturer report number: 2017865-2024-73637. It was reported that the left ventricular (lv) lead had pulled back slightly into the coronary sinus and was no longer capturing. The patient was brought in for a procedure to replace the lv lead. During this procedure, when the lv lead was being taken out of the implantable cardioverter defibrillators' (ICD) header, a set screw anomaly was observed on the ICD header and the set screw was not able to engage with a hex wrench. It was noted that the set screw was completely stripped and fell out of the header when trying to pull it out. The lv lead and ICD were explanted and replaced. The patient was stable before and after the procedure.